Event description:
Healthcare professional reported within 24 hours after injection to a wrinkle in the forehead with unspecified juvederm patient developed "redness, swelling" and 3 days later "suppurating spots". Patient was treated with flucloxacillin for 5 days which improved symptoms but they returned 2 weeks later. Patient was additionally treated with prednisolone and triamcinolone and again has pustules. The event is "all set and solved".

Manufacturer narrative:
UDI#: na. Further info from the reporter regarding event, product, or patient details has been requested. No additional info is available at this time. The events of redness, swelling, suppurating spots, and pustules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.